Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a journey guidewire. The guide wire shaft was checked for any damage, bond issues or delivery issues. No issues were noticed when microscopically inspecting the wire for damage. The returned guide wire was measured at the distal end. The wire was also measured at the proximal end and was within product specifications. The wire was tested using the returned related coyote balloon catheter. The wire was inserted into the distal end of the device and transcended approximately 23 cm from the tip. The device was also inserted into the proximal end of the device and only went into the hub approximately 4 mm. The wire was also tested using a test balloon catheter and traveled through the entire device with no hesitations or restrictions. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09757. It was reported that guide wire removal difficulties occurred. The target lesion was located in the anterior tibial artery. After placement of a 300cm journey¿ guide wire, a 2.0mm x 100mm x 150cm coyote¿ balloon catheter was advanced; however, resistance was encountered and the guide wire lodged inside the balloon catheter. The guide wire and the balloon catheter were removed together, and the procedure was completed with another of the same balloon catheter and guide wire. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-09757. It was reported that guide wire removal difficulties occurred. The target lesion was located in the anterior tibial artery. After placement of a 300cm journey¿ guide wire, a 2.0mm x 100mm x 150cm coyote¿ balloon catheter was advanced; however, resistance was encountered and the guide wire lodged inside the balloon catheter. The guide wire and the balloon catheter were removed together, and the procedure was completed with another of the same balloon catheter and guide wire. No patient complications were reported.